Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as peritoneal dialysis therapy being performed by an attendant without proper training. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancogen injection 1 gram intraperitoneally (frequency and duration not reported) and pepramicin (route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's effluent was clear and they had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.